Event description:
It was reported that the customer's blood glucose has been fine for a month, and then becomes high for another month; the caller believes that it is because the bolus wizard. The mother stated that the insulin pump was given different values for her bolus. Troubleshooting was performed, and all the settings and basal rates were correct. The caller was skeptical and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected no delivery alarms noted an bolus wizard functioned properly. Boluses programmed during analysis delivered properly and no bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.